Event description:
It was reported by the customer that pyxis medstation es system experienced slow performance and unexpectedly stopped responding several times throughout the day. The customer stated that there was a delay in dispensing medication. The customer stated that they had to keep rebooting and/or turning off/on the machine multiple times a day for the past few days. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was slow and unexpectedly stopped responding. A technical support specialist changed the network speed and duplex to 100 megabytes and half a duplex to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.